Event description:
It was reported post vcf procedure that the patient had a piece of bone cement approximately 4cm long in the right ventricle of his heart. The patient underwent cardiac surgery and the piece of cement was retrieved.

Manufacturer narrative:
Device implanted in the patient and not returned for evaluation. A review of the device history record did not reveal any discrepancies related to the complaint. The lot met all specifications prior to release.